Manufacturer narrative:
The repair of the device was completed. As a result of the initial inspection no fault was found with the device. The reported event was not confirmed. The device evaluation included visual inspection and assembly functional tests as per manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device overheated. There was no patient impact.